Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A retain sample from the same lot number was also tested with no defects found. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 370 mg/dl with nausea and small ketones associated with a loss of prime issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that loss of prime had occurred greater than 3 times. It was also determined that the issue had not occurred with at least 3 separate cartridges from two separate boxes. The patients blood glucose readings do not met animas criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.